Manufacturer narrative:
This report is submitted on october 18, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to open circuits on 11 electrodes. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on december 29, 2023.

Manufacturer narrative:
Correction: the correct date of this report (b4) and date received by manufacturer (g3) is september 26, 2023; not september 27, 2023 as previously reported. This report is submitted on november 02, 2023.